Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow. A technical support specialist (tss) dialed into the station and confirmed that the speed and duplex settings were correctly configured to 100 megabits per second (mbps) half duplex, as per knowledge article "station shows slow network communications - win10 devices". By following this knowledge article "station slow login netbios" control processing unit (cpu) usage and storage were checked and found to be normal. The station was then rebooted to improve performance. The customer later confirmed that the station was no longer running slow, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device processing slow when dispensing and refilling medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.